Event description:
It was reported that a patient presented with symptoms of severe stabbing sensation deep within the right gluteus maximus due to a vertebral compression of the sciatic nerve. Spine surgery was performed between l4-s1 but pain persisted, according to the report. A revision surgery was performed 17 days later to correct a "malpositioned left s1 pedicle screw" and to explore the left l4-5-s1 rod instrumentation. According to the report, the pain was relieved post-revision. No further complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.